Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Critical care nurse in the online survey stated they are reporting on behalf of a respondent that indicated the following complaint in an online chart audit. In the online survey, in chart 4, a physician stated that the patient experienced adverse events directly attributable to usage of the device related complication these being bleeding, pericardial effusion and it didn't result in patient injury requiring medical or surgical intervention in relation to nbih tpe. It was unknown what medical intervention was provided.